Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer reported that the insulin pump is broken and was informed to call for a loaner insulin pump until receives the new one. The customer had no symptoms. The customer treated with manual injection. The customer¿s current blood glucose level was unknown. The customer did troubleshoot and found the lcd screen is busted and cannot see anything. The customer is requesting a belt clip as well. The insulin pump will be returned for analysis.